Event description:
Reporter indicated that system diagnostic testing at office visit resulted in high lead impedance, indicating a possible lead break. Previous system diagnostic test approximately three months earlier was within normal limits, indicating proper device function at that time. It was reported that the patient has not experienced any recent injury or trauma that may have damaged the vns therapy system. Patient has been referred for surgical consult. No serious injury was reported.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.